Event description:
It was reported that the right ventricular (rv) lead had intermittent t-wave oversensing. It was noted that the patient was pregnant. Additional information regarding this event was attempted to be obtained, however, it was not available. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.